Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is over heating. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Additional information: e1 (event site postal code) - (B)(6) "tw shows error while approving" the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the batteries and scroll compressor to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.